Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was that the analog pcb assembly had an inner plane short which was traced to the land of the on/off switch, diode cr24, pcb-mounted jack connector j504, and capacitor c150 to ground. The exact location of the electrical short could not be determined. The customer was provided with a replacement device.

Event description:
A distributor contacted physio-control to report that their customer's device had a service wrench present on the readiness display. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it would not power on when prompted. As a result, defibrillation would not be possible if it were necessary.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
A distributor contacted physio-control to report that their customer's device had a service wrench present on the readiness display. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it would not power on when prompted. As a result, defibrillation would not be possible if it were necessary.